Event description:
It was reported that an ambulatory infusion pump wouldn't run due to a "no disposable attached" alarm. No patient details were provided.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump revealed the nub on the downstream occlusion sensor was missing. This would cause the "no disposable" alarm when the cassette was attached. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.